Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a tka performed on (B)(6) 2020, the patient presented with instability in the left knee and was taken to a revision surgery on (B)(6) 2025. During the revision surgery, a fractured post on one (1) lgn ps high flex xlpe sz 7-8 9mm was observed. The lgn ps high flex xlpe sz 7-8 9mm was explanted and changed for a 11mm insert. There were a total of eight (8) pieces of plastic retrieved from the patient, two (2) large pieces and (six) 6 smaller pieces. The current health status of the patient is unknown. No further complications were reported.